Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: evidence of moisture corrosion was in the battery compartment. The display was dim and pink. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim and there was moisture in the pump. This report is made based on results of investigation completed on (B)(6) 2018.